Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone and suggest the backlight inverter printer circuit board (pcb) be replaced.

Event description:
It was reported that the ventilator display was erratic. The ventilator was not in use on a patient at the time of the event occurred.